Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 161 mg/dl at the time of incident. The customer requested to rewind the insulin pump. Customer stated that the insulin pump did not finish the rewind process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device's history file reveals that the insulin pump error that occurred was pump error 43. Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed self test in that the vibrator did not vibrate during the vibration portion of the test. No unexpected pump error 43, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. There is corrosion inside the battery compartment and rust at the bottom. Upon further examination of the device's interior, there are traces of previous moisture presence on the battery board located underneath the battery compartment.